Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an exploratory laparotomy, when stapling across the colon with the device the surgeon saw many misfired staples. Some had made contact with tissue and were shaped correctly, but many were a goal post shape and looked to have just fallen out of stapler. Case completed with over-sewed anastamosis. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r57c4c. Device evaluation: the analysis results found that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.